Event description:
The balloon was inserted on (B)(6) 2017. The patient reported experiencing blue/green urine but did not contact their physician or pursue an x-ray to determine the cause. The patient went the full 6 months with the balloon and was removed on (B)(6) 2018. During the removal, the balloon was found to be deflated. The patient was compliant with taking their ppi and was never admitted to the hospital.

Event description:
The balloon was inserted on (B)(6) 2017. The patient reported experiencing blue/green urine but did not contact their physician or pursue an x-ray to determine the cause. The patient went the full 6 months with the balloon and was removed on (B)(6) 2018. During the removal, the balloon was found to be deflated. The patient was compliant with taking their ppi and was never admitted to the hospital.